Event description:
A report was received that a patient experienced a central corneal ulcer, left eye, associated with wear of focus dailies contact lenses. Follow up information received from the treating eye care professional on (B)(6) 2011, indicates the patient experienced moderate pain associated with a corneal ulcer, located central cornea, 1mm in size, and was treated with topical antibiotics. Event is stable with current visual acuity noted as 8/10. Pre-event acuity noted as 10/10 pre-event. No further information has been provided to date.

Manufacturer narrative:
(B)(4).